Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the patient line and into the cycler during treatment. The patient noticed fluid leaking from the line itself. The patient reported that he broke one of the clamps on the patient line and fluid was leaking from the patient line. His effluent remained clear was not administered prophylactic antibiotics and he did not require any medical intervention. The patient informed his nurse and he completed his treatment via manuals. The sample was not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.